Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device failed to power on and was alarming. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Performance testing confirmed and reproduced the reported device failure to power on and alarming on the returned astral device. The investigation determined that the device failure was due to a software programming issue on the main circuit board (pcb). The main pcb was replaced to resolve the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to power on and was alarming. There was no patient injury reported as a result of this incident.